Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges intermittently did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring; however, the same cartridge still did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level ranged from approximately 100-200 mg/dl.